Manufacturer narrative:
Investigation results: t was reported that the tubing separated from the buretrol. One sample model 10015012 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the top of the buretrol. The tubing above the buretrol was not returned. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the root cause was unable to be determined since the tubing that was separated was not returned for investigation. A DHR was performed for the possible lots: a device history record review for model 2420-0007 lot number 24045568, 24045481, 24045569, 24045523, 24045524, 24045525 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite burette infusion set separated the following information was received by the initial reporter with the following verbatim: buretrol of IV tubing was bring refilled, top part of buretrol connected to tpn fell off.